Event description:
During an ercp procedure, the doctor requested a larger balloon for the stone removal. A 12-15mm extraction balloon was handed to the doctor. As the balloon came out of the scope during insertion into the channel, it was noticed that a portion of a foreign object began to appear out of the scope. The doctor immediately withdrew the balloon, which brought the foreign object back into the scope. The device was immediately removed from service. The scope was then brought back for reprocessing and was decontaminated per manufacturer's guidelines. Nothing came out of the scope at first. Therefore, a technician used another extraction balloon to sweep the scope which enabled the foreign object to be removed from the scope. The object was later identified as a pancreatic stent. Upon completion of reprocessing of the scope and removal of the stent, both the scope and the stent were sequestered by the director of surgical services.